Manufacturer narrative:
The investigation into the reported stroke has been completed since the original report was filed. As the necessary clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
The user facility reported an 81-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient endured a cerebral hemorrhage during support and expired. The physician could not rule out a relationship with the impella device as a potential factor.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿